Event description:
It was reported that this pacemaker exhibited undersensing of native qrs on the right ventricular channel while in unipolar pacing following a lead safety switch. Programming changes were made to switch back to bipolar pacing. This device remains in service. No adverse patient effects were reported.